Event description:
It was reported that this pacemaker recorded an alert for intrinsic amplitude out of range, showing less than 0.5 milli volts. Occasional atrial undersensing was observed on the stored electrogram (egm). The device remains in service. No adverse patient effects were reported.